Event description:
It was reported that after surgeon removed specimen he noted that the tip of the kitner dissector was missing. The piece is so small that doing a laparotomy to remove it was not considered, since the surgeon believes that it is unlikely to cause any problem, being as small as it is.

Manufacturer narrative:
Conmed was informed by facility on 05/21/2008 of event. The device is currently being held by the facility's risk mgmt dept. We are attempting to obtain further info from the facility in order to determine if the device would be available for investigation. We will file a supplemental report when the investigation is complete.